Event description:
It was reported to philips that the system was unable to release x-rays. The user performed a reboot, but the issue persisted. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.